Event description:
It was reported that during a right colectomy procedure, the stapler misfired and the staples did not bend. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the tl60 device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned fully fired. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.